Event description:
It was reported by service report that the bed is in broken bed pool and fowler will not go down. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Ball screw assy.